Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) display went blank. The touch pad responded, strips were printed to monitor the patient's hemodynamics, and the iabp continued delivering therapy. No patient harm, serious injury or adverse event was reported.